Manufacturer narrative:
Received for evaluation was an unopened soft-vu catheter. A visual review of the catheter noted that the tip was fractured inside the pouch. The customer's reported complaint description of soft-vu tip fracture is confirmed. A root cause for this reported complaint description cannot be determined. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the device goes through several aql inspections before packaging. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint (B)(4).

Event description:
As reported (B)(6) 2015 when the medical facility was unpacking the procedure kit upon receipt from the manufacturer, it was noted the tip of the angiographic catheter had fractured off from the catheter inside of the sterile package. The reported disposable device has been returned to the manufacturer for evaluation.